Manufacturer narrative:
Device evaluated by MFR: additional information. Device manufacture date: additional information. Manufacturer investigation conclusion: the report of interruptions in pump operation depending on motor cable position was confirmed and reproduced during testing of the returned centrimag motor. The returned centrimag motor was evaluated and tested by the service depot under work order #(B)(4). The reported complaint was verified during their evaluation. Upon running the motor with a test console the system immediately alarmed with a motor disconnected:m2 error when the motor's cable was manipulated. Continuity measurement of the motor's cable revealed an intermittent open connection in the bearing phase b2 (b2+/b2-) connection when the cable was manipulated near the motor body bend relief. This damage is consistent with the reported pump stoppage issues when flexing the motor's cable. The root cause of the observed wire fatigue could not be conclusively determined, but appeared to be a result of repetitive bending or twisting of the cable during use. The defective motor was scrapped. Reports of similar events have been documented and corrective action has been initiated to investigate the issue further. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The age of the device is unknown. The motor is not a single-use device. The patient remains ongoing on the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support pump on an unspecified date. It was reported that hospital personnel noticed intermittent stoppages of the motor depending on the position of the cable. The motor was exchanged and sent to the distributor for evaluation. The distributor tested it on a mock loop and confirmed the reported stoppages.